Event description:
The event is reported as: complaint alleges: "proximal end of circuit that has the elbow on the inspiratory limb has a tethered cap to plug an access port. This cap will not stay in port thus causing a leak and a failed leak test. When this was discovered during setup the circuit was removed and another circuit used before placing into service." No patient injury reported.

Manufacturer narrative:
The device history report (DHR) report has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No corrective actions can be established at this moment since the defective sample is not available for evaluation. Physical sample is necessary to conduct a proper investigation. Complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause. The manufacturer will continue to monitor and trend relating complaints.